Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit, image processor, x-ray controller, generator interface, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had poor image quality with distorted images during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.